Event description:
It was reported by the user facility, that the heater cooler unit displayed "e0e" and "e0d" error codes on channel b. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The fsr could not verify the "e0d" fault code. The water and ice at the user facility leaves a white grainy residue in the tanks. The suspect residue is causing the mix valve to hand up and not operate freely. The fsr cleaned the tanks and rinsed the heater cooler unit out throughly. A full release test was completed. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.